Manufacturer narrative:
Additional information received via email on 13-jan-2022: date of event updated ((B)(6) 2021), issue occurred during pm testing and there was no patient involvement. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was received in with a contaminated reservoir, missing drain cap, and reflux plug. The customer stated problem was duplicated, the display is only showing partial segments also fluctuating to different numbers. No action taken. Device has been deemed beyond economical repair and was scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 is leaking at the port by connection. No patient adverse events reported.